Manufacturer narrative:
(B)(4). The affected product has been received and the evaluation is pending. A follow up report will be submitted with investigation results when the evaluation is completed.

Event description:
Customer reported that the pumping segment ballooned in the ICU. Vancomycin was infusing. No IV pushes or flushes were given through the line. There was no report of patient harm or medical intervention. Although requested, no further patient or event information was provided.